Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise following delivery of anti-tachycardia pacing (atp) and shock therapy during a ventricular tachycardia (vt) episode. Boston scientific technical services (ts) reviewed the episodes and noted the noise was mostly not sensed. Ts discussed that the noise appeared to be consistent with the minute ventilation (mv) feature and recommended programming the respiratory rate trend (rrt) off. Rrt was left programmed on per the physician request. No adverse patient effects were reported. This product remains implanted and in service.